Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the 3 ml bd preset¿ syringe with bd luer-lok¿ tip. 23 g x 1 in bd eclipse¿ needle had foreign matter in the tube. No injury or medical intervention.